Event description:
The pt has 2 leads (from the same lot) implanted as part of her scs system. It was reported the pt lost stimulation in her back. X-rays were taken and revealed lead migration. Multiple reprogramming efforts have been unable to resolve the issue. The physician has requested further reprogramming be performed as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.